Manufacturer narrative:
Analysis information -- 2017-09-21 15:44:47 cst pli# 10 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the implantable neurostimulator (ins) packaging was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about an implantable neurostimulator (ins) with no patient involvement. It was reported that the manufacturing representative pulled the ins from the facility that had purchased it and noticed a discoloration inside the plastic wrap. The issue was resolved at the time of the report. No further complications were reported or anticipated.